Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
Customer initially reports the arms are not holding into place when locked down. On (B)(6) 2017 customer reports the event occurred during an intralumbar interbody fusion. They noticed when placing the device that it wasn't going to hold.

Manufacturer narrative:
On 05/02/17 integra investigation completed. Method: failure analysis, device history evaluation. Results: failure analysis - the device was not released for evaluation therefore failure analysis could not be determined. Device history evaluation - a DHR review cannot be performed at this time as the lot number as provided is not traceable. Conclusion: the device was not released for evaluation therefore the root cause to the end users experience could not be determined. This complaint will be reopened should we receive product.